Event description:
This event is reportable based on the product analysis completed in 2008. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the stent was unable to cross the lesion. The physician was unable to advance the 3.5x28mm taxus liberte drug eluting stent through the 85% stenosed, de novo and severely calcified target lesion located in the proximal left anterior descending artery. The anatomy was not tortuous, the access site was the radial artery and flushing was maintained during the procedure. The procedure was not completed because the same device was unavailable. No patient injuries or complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device found severe damage to the distal edge of the stent. At the distal edge the first row was bent back distally. At the proximal edge the first and second rows were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guide wire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause is determined to be operational context.